Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no prior reports for both of the reported part and lot number combinations. Provided info states the surgeon determined the pt needed a bigger stem. The investigation could not verify or identify any product contribution to the reported event with the info provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt was revised to address pain in shoulder.